Manufacturer narrative:
Evaluation of the device was performed by a zoll field technician. The customer's report was not observed during the evaluation. The device performed to specification. A review of the device log indicates the customer was not in the correct lead view. The device was in pacer mode while performing CPR. In pacer mode, the ECG signal is only displayed in leads view, and the absence of the signal was due to the device entering pacer mode without ECG leads attached. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The complainant alleged that while attempting to pace a patient (age and gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.